Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced infusions set tap not sticking event on (B)(6) 2024. Infusion set tap fell off during swimming. No further information available